Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to investigate the reported issue of system freezing up and becoming unresponsive. While fss was onsite, he did not see the system become unresponsive, however, fss did witness the system reboot itself without provocation, and then the system reported a 2011 safe state error. While disassembling the computer touchscreen assembly, fss observed that the power button appeared damaged with some insulation missing. Fss replaced the following parts: touchscreen, advantech single board computer (sbc), programmed hard drive, ui interface printed circuit board assembly (pcba), ,power switch, and instrument manger. While onsite, fss also successfully performed the annual preventive maintenance service and several other parts (batteries, o-rings and filters) were replaced as part of annual preventive maintenance. Fss successfully performed standard field checklist for the signature unit. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the system is freezing up and unresponsive prior to prime tuning. Technician had to reboot system twice by pushing and holding the front power button. No patient involvement was reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.